Event description:
Report received states account has been had numerous reports of the spike separating from the braun containers resulting in chemo spills. States sometimes the spike slips out of the bag before the bag leaves the pharmacy. No pt. Injuries reported, but have lost medication.